Event description:
A (B)(6) male patient underwent initial evar on (B)(6) 2013. On the initial procedure, a flex main body, 2 spiral-ztechs and a converter were implanted. During a follow up visit on (B)(6) 2015, it was discovered that the left iliac limb had migrated. The patient will be undergoing a repair but details have not yet been provided on how it will be repaired nor date of repair. Additional information has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(4). The event is currently under investigation.